Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a posterior correction fusion surgery due to posterior scoliosis at th4-s2 iliac. Post-op, the th11 screw was removed because dorsal protrusion was observed due to loosening of the screw and the protrusion seemed like decubitus. The surgeon did not insert a new screw there, skipped the part and connected other implants. This was a revision surgery performed for screw removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.